Event description:
The customer contacted baxter's service center regarding a system error; which occurred on the homechoice (hc) during dwell 3 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp). The tsr had the hp close all the clamps to the bags, patient line and the transfer set, and then cycle the power off and on till it alarmed se 2367. Then they cycled the power off and on to press go to start at load the set and then removed the cassette. Per the troubleshooting performed by the tsr, the hp reported that they were connected at the time of the alarm, and they did not disconnect any time prior to the alarm. They stated all bags were spiked and connected, that the patient line extension was not used. The hp stated there were open clamps on the unused line, and nothing usual was noted with the supplies. The tsr reviewed the proper procedures per the user manual with the patient. The tsr advised the hp to dispose of the supplies and continue either with manual bags or start over with new supplies. Baxter product surveillance contacted the hp on (B)(4) 2012 regarding the reported problem. The hp stated they did start over with new supplies, and they were able to resume as normal. They stated when they were reviewing their setup, after calling baxter; they found an open clamp on one of their unused lines. The hp stated they believe that the open clamp caused the alarm. The hp stated that they have since been making sure this does not repeat. They stated they do not have samples for evaluation, nor do they recall the lot number of the supplies. They stated they have not had any other problems since then, and therapy has been continuing okay. The hp stated they have not talked to their nurse yet, but they will when they go in for their visit. The hp stated no medical intervention was needed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been investigated to CAPA. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The label review found the patient at home guide to be adequate for the use error in this incident.